Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
A peritoneal dialysis (pd) patient experienced breach in aseptic technique resulting in peritonitis. The breach was further described as the patient dropped their minicap and then used it. The patient was hospitalized for the event and was treated with unknown intraperitoneal antibiotics. At the time of this report, the patient had recovered from the event and had been retrained on proper aseptic technique. Action taken with pd therapy was not reported. No additional information is available